Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted on (B)(6) 2024 with a spontaneous subdural hematoma after 2 days of severe headaches. Initial computed tomography (CT) showed a right subdural hematoma with a 3 mm leftward midline shift. The patient was stable with no neuro deficits. The international normalized ratio (inr) on admission was 7.4 seconds. The patient also had a known history of chronic lymphocytic leukemia (cll). Recent white blood cells (wbcs) were ranging from 147-229 per microliter over the past month. The inr was reversed with vitamin k to 1.2 seconds. A low dose heparin drip was started on (B)(6) 2024. Per inpatient team, there was a brief spike in power to about 8 watts on both (B)(6) 2024 which was not seen on device interrogation. Upon log file review, there was a brief elevation in the recorded average pulsatility index (pi) values at (B)(6) 2024 at 7:23:10. The heparin drip was being increased and repeat head CT would be competed once the partial thromboplastin time (ptt) is therapeutic.

Manufacturer narrative:
Section b1: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported subdural hematoma could not be conclusively established through this evaluation. Review of the submitted log files could not confirm the reported power elevations. The submitted controller event log file contained events from 18may2024 through 20may2024. No notable pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number(B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including stroke. This section also addresses all pump parameters, including pump power and pulsatility index (pi). In reference to power, this section states that pump power is a direct measurement of pump motor voltage and current. This section further states that changes in pump speed, flow, or physiological demand can affect pump power. This section also explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 6 of the IFU, ¿patient care and management¿ provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. No further information was provided. The manufacturer is closing the file on this event.